Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Engineering observed that actuator was fully retracted, and the tissue bag was attached to the unit. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the returned unit and the description of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure performed: laparoscopic appendectomy when the surgeon deployed the bag, it immediately got disconnected from the shaft. He told me that the bag did not work properly and they had to reopen one additional information received from applied medical lebanon via email 22jun21: the customer did not re-tract the handle prior to full actuation of the handle. The surgeon didn't remember whether the cord was still attached to the tissue bag. The surgeon confirmed that the metal supports were exposed inside the abdomen. Type of intervention: change of device patient status: patient is safe, surgeon had to open another one.

Manufacturer narrative:
The event unit has returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure performed: laparoscopic appendectomy. When the surgeon deployed the bag, it immediately got disconnected from the shaft. He told me that the bag did not work properly and they had to reopen one. Type of intervention: change of device. Patient status: patient is safe, surgeon had to open another one.